Event description:
Complainant alleged that medics were attempting to assess the heart-rhythm of pt in full cardiac arrest but the device would not immediately power-up. The medics reported that after approximately 30-seconds, the device did power-up and they observed that the pt was asystolic. The medics were able to chemically convert pt's heart-rhythm to ventricle-fibrillation. The pt was then shocked a total of three (3) times with 120, 150, and 200 joules sequentially. The medics reported that they experienced excessive amounts of artifact while viewing the ECG signal via a 4-lead ECG cable during the incident, immediately following defibrillator discharge. The pt subsequently expired.